Event description:
A surgeon reported that during a surgery there was a sudden drop in eye pressure (posterior portion) for about five seconds. The intraocular pressure (iop) control was on and all the entrances to their correct location and connection were checked. The surgeon did not know the root cause of the event. The pt did not experience any harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).